Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the three needles broke free from the suture strand after three passes. Another suture was used to complete the case. There was no patient injury.